Event description:
Nexiva nearport IV line blew up while performing a CT scan with contrast. The scan was completed, however the IV was defective. Contrast was injected at a decreased rate of 3.5 ml/s, the test flush appeared to be great, and the contrast was seen on the scan, however the IV still blew up prior to completion of scan. Manufacturer response for nexiva nearport, bs nexiva nearport (per site reporter), none.